Manufacturer narrative:
Additional info: e1 (facility name, street, city, region, postal code), h6 (updated all codes, added patient codes and imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced pain, inflammation, incarcerated small bowel, obstruction, infection, hematoma, allergic reaction to components of the product, bleeding, fistula, seroma, rectal bleeding, fluid in legs, adhesions and recurrence. Post-operative patient treatment included revision surgery, medication, reduction of incarcerated small bowel, relief of small bowel obstruction, and hernia repair with new meshes.

Manufacturer narrative:
Additional info: a1, a4, a5b, b2, b5, b6, b7, h4, h6 (patient codes, ime e2402: wall thickening, labs abnormal for wbc, hypercapnia, myasthenia gravis crisis). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced pain, inflammation, incarcerated small bowel, obstruction, infection, hematoma, allergic reaction to components of the product, bleeding, fistula, seroma, rectal bleeding, fluid in legs, adhesions, recurrence, fluid collection, wall thickening, labs abnormal for wbc, fibrosis, necrosis, hypotension, hypercapnia, respiratory acidosis, myasthenia gravis crisis, abdominal pain, shortness of breath, dizziness, chills, distention. Post-operative patient treatment included revision surgery, medication, reduction of incarcerated small bowel, relief of small bowel obstruction, hernia repair with new meshes, CT scan, IV fluids, ivig therapy, pain medication, use of abdominal binder, mesh revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions and recurrence. Post-operative patient treatment included revision surgery.